Manufacturer narrative:
Based on the claim against the product by the customer noting, that the video image was flipped. And the surgeon experienced unintuitive motion with the endoscope. An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised, the customer to reseat the endoscope and cancel the guided tool change feature, by pressing the instrument clutch button. The customer performed the tse's recommended troubleshooting steps. And the reported issue was resolved. No site visit was conducted. The system was working properly. And no additional action was required as the issue was resolved. This complaint is considered a reportable malfunction, due to the following conclusion: it was alleged, that the 30-degree endoscope video image was flipped. And the endoscope moved with unintuitive motion, during a da vinci-assisted bilateral inguinal hernia surgical procedure. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported, that during a da vinci-assisted bilateral inguinal hernia surgical procedure. The customer called in to report, that the 30-degree endoscope video image was flipped. The intuitive surgical, inc. (Isi) technical support engineer (tse), suggested to reseat the endoscope. And cancel the guided tool change feature by pressing the instrument clutch button. The customer performed, the tse's recommended troubleshooting steps, and the reported issue was resolved. The site completed with the procedure. There was no reported injury. Isi performed follow-up with the site, and obtained the following additional/updated information regarding the reported event: the endoscope was reportedly, inspected prior to use. And no issues were noted. The surgeon experienced unintuitive motion, but was able to continue with the same endoscope after troubleshooting with isi technical support. There was no patient harm, injury or adverse outcome, due to the alleged product issue.